Event description:
It was reported that the device was exhibiting oversensing on the ventricular channel. The oversensed events were classified as vf, and inappropriate hv therapy was delivered. It was noted that the lead may have dislodged. Prior to explant, no oversensing was noted. The lead appeared to be in a good location but could not be verified if it had moved from its initial position. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.